Event description:
It was reported that a red fluid was leaking everywhere from the handpiece during decontamination. There was no patient involvement. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, but based on the quality investigation details the reported condition of the device leaking could not be duplicated. There was no evidence of any leaking. The design of the device is such that if fluid were to enter the device it is to be drained by holding the device upright allowing the cleaning solution and water to drain from the drain holes in the base of the handle. It is possible that the account is not conducting this step if there is fluid coming out of the device after sterilization. Service will complete any necessary maintenance and repairs.